Manufacturer narrative:
The customer reports that the cns (central monitoring system) experienced communication loss when a change device was performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) experienced communication loss when a change device was performed.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) experienced communication loss when a change device was performed. The customer has been sent an exchange unit. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.